Event description:
"Pt was day 1 post op from a right colectomy. Had a fentanyl epidural at 10mcg/ml. Found at 0710 with an o2 saturation of 40% and non-responsive. Code called. Narcan 1mg given IV. Responded to narcan."